Event description:
A customer reported that the t:slim x2 pump battery would not charge and the pump screen was dark and unresponsive. Despite these issues, there was no adverse impact on the customer¿s blood glucose level, with values not exceeding 500 mg/dl. Technical support attempted several troubleshooting steps, including using different charging cables and wall adapters, but the pump remained non-functional. As a result, technical support decided to replace the pump and instructed the customer on returning the defective pump to tandem.